Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated their cgm values tend to read high over 100 points and when he would perform a finger stick and try to calibrate the system, it would not accept calibrations. The patient stated on (B)(6) 2019, he did not feel well and the cgm was displaying 160-170 mg/dl. He did a finger stick, and the bg meter was reading 88 mg/dl. He stated because he was not feeling well, he took a nap; however, when he woke, emergency medical services (ems) was treating him. His bg per ems was 31 mg/dl. The patient did not provide further event/treatment information. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional event or patient information is available.